Manufacturer narrative:
The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The cause of the limb ischemia - reversible was patient condition related because patient had history of bilateral pad.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient has history of bilateral peripheral artery disease. Angiography showed the left side was better than the right and after impella insertion there was flow distal to the sheath. A dopplerable left posterior tibialis pulse was found in the cath lab, but lost on arrival to main campus ICU. Interventional cardiology already contacted and planning to place a reperfusion catheter down the left leg.